Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the atrial lead. The lead was explanted and not rep laced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the atrial lead. The lead was explanted and not rep laced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.